Event description:
Pt underwent an abdominal aortic aneurysm (aaa) vascular surgical procedure in 2004 with no incidents. Twelve hours post-operatively, physician was notified that pt began to ooze from the incision site. Pt was brought back to the or. When opened, pt bled profusely from everywhere. Bleeding did not stop and pt expired 48 hours after initial surgery. Physician believed that pt had coagulopathy and did not believe that the device failed.